Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced lightheadedness due to a right ventricular (rv) lead fracture. There was noise on the electrogram (egm) and a polarity switch to unipolar occurred 2 months previous. The rv lead was capped and replaced. It was also reported by the physician that the right atrial (ra) lead had fractured previously. The ra lead was capped and replaced about 10 months previous. No further patient complications have been reported as a result of this event.